Manufacturer narrative:
Sc-1132 (B)(4) device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the physician replaced the ipg because the patient was uncomfortable with the pocket location. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.